Event description:
It was reported that the wake button on the pump was extremely difficult to press and required multiple presses in order to turn the pump screen on. As a result, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl. The customer also went into diabetic ketoacidosis, with a ketone level that was identified as life threatening by the healthcare provider. The customer received treatment with intravenous fluids of saline and insulin to address bg. Treatment resolve with no permanent damage to the customer and the customer was discharged from the hospital on (B)(6) 2025. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.